Manufacturer narrative:
Concomitant medical products: product ID: 3778, lot# va01a20026, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that it was believed that a manufacturing representative followed up with the patient on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the lead revision was successful and the patient was doing well. A manufacturing repre sentative was at the patient's post-op, but was not there at her surgery and did not know if the product was returned.

Event description:
It was reported that the patient was going in for a revision to replace the existing lead with two peripheral nerve stimulator (pns) octad leads placed occipitally. The revision was because the patient had not been getting good pain coverage over the past 1.5 years. They also performed longevity calculations to estimate the implantable neurostimulator (ins) battery life. Program 1: amplitude: 1v; pw: 450us; rate: 60hz; group impedance: 224 ohms, 1.54 ma program 2: amplitude 1.5v; pw 450us; rate: 60hz; group impedance: 238 ohms, 3.712 ma the battery longevity was 20 months. They wanted to know if the battery needed to be replaced. It was noted that the patient had the battery for about 2 years but only used it 27% of the time. The battery voltage was at 3.020v, which was provided by the clinician programmer (8840). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.